Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having a lot of frequent urination. They called someone from manufacturer last friday and it was advised to reach directly clinic service. Patient said they did a uti test and found out they had a uti. Patient stated they went to urgent care and got an antibiotic and that had calmed down. The patient was redirected to their healthcare provider to further address the issue. Patient reported infection and urinary symptoms.